Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium and sodium results on alinity c processing module for multiple patients. The results provided were: sid (B)(6): 84yrs old male: magnesium initial =6.3 mg/dl /repeated on alinity (B)(6) =2.4 mg/dl sid (B)(6): 25yrs old male: sodium initial=200 mmol/l /repeated on alinity (B)(6) =145 mmol/l customer reference range for magnesium=1.6 to 2.6 mg/dl; critical magnesium=> 4.9 mg/dl; sodium=136 to 145 mmol/l; critical sodium=> 160 mmol/l there was no reported impact to patient management.